Event description:
It was reported that during an electrophysiology (ep) ablation procedure a steam pop occurred. While performing an ep ablation to the left atrium with a 7.5/110/2.5 quad lgr blazer open irrigated catheter a steam pop was noted after multiple ablation runs. The ablation parameters were set to 25 watts and 35°celcius. The power was reduced to 20 watts following the steam pop and no further incident occurred. The procedure was completed with this device. The physician also commented that the curve of the device became deformed during use. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).